Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We observed that the internal carotid balloon inflated non-concentric when it was inflated with 0.25 ml of saline while the common carotid balloon inflated concentric when it was inflated with 1.5 ml of saline. Our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. Each of the common and internal carotid balloons are inflated with air using a syringe and then inspected to ensure balloons inflate concentric. At this time, we could not conclusively determine the root cause of the defect. It is possible that the balloon was not stretched uniformly during assembly process that led to a non-concentric inflation of the internal carotid balloon and this defect was missed during the inspection process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. While the root cause is inconclusive, the current rate of reported incidents for these kinds of defect is (B)(4) for the last 5 years for this product line. Based on our risk documents, the current rate of occurence is within our expected rate of occurence. Hence, no corrective action will be taken at this time. Device was not used for the procedure. The operation was completed using another f3 shunt that the hospital had in stock.

Event description:
During pre-use check, the balloons of the f3 shunt failed to inflate symmetrically when the balloons were inflated with recommended volume of saline.